Event description:
Use of lma during procedure; pt developed intolerable sore throat and returned for treatment of supraglottitis-acute; investigation revealed that lma's may have come in contact with yesphene and possibly been absorbed into the cuff material. (3 different patients involved).

Event description:
Use of lma during procedure; pt developed intolerable sore throat and returned for treatment of supraglottitis-acute; investigation revealed that lma's may have come in contact with yesphene and possibly been absorbed into the cuff material. (3 different patients involved).

Event description:
Use of lma during procedure; pt developed intolerable sore throat and returned for treatment of supraglottitis-acute; investigation revealed that lma's may have come in contact with yesphene and possibly been absorbed into the cuff material. (3 different patients involved).